Event description:
Pt detail: gender: female. In 2006, the pt underwent chiari malformation reconstruction. Duraplasty was completed with gore preclude pdx dura substitute sutured into place and a water-tight seal was established according to the surgeon. The surgeon applied baxter coseal extradurally to the gore preclude pdx dura substitute. Post-operative pain was treated with medication and the pt was released. Around 4 weeks post-op, the pt developed severe headache, nausea, and swelling at the surgical site. No fever or infection presented. One month later, the pt was admitted to the operating room and the same surgeon removed the gore preclude pdx dura substitute, observing fluid collection extradurally where the coseal had been applied. No leakage of the gore preclude pdx was observed. A bovine pericardium substitute in concert with another bio-glue were used for the surgical revision. The pt made a baxter med director assessment: coseal is not indicated for sealing in neurosurgery. In addition, in the IFU of coseal, it was warned against the use of the peg derivative in areas sensitive to compression (which includes also neurosurgical posterior fossa procedures). Coseal brakes down in about 7 days, so the product is not adequate to seal an area which needs 14 days and more to heal. In other words, a postoperative csf fistula is to be the expected outcome if coseal is (mis) used.

Manufacturer narrative:
This is a surgical misuse of the product, and the surgeons needs to be retrained to stop using coseal for neurosurgical csf sealing, since this use may negatively influence the outcome of the treated pts. As far as the IFU is concerned, there are no shortcomings of the product and application info that would need a rectification.